Event description:
Due to uterine cancer, I had a hysterectomy (robotic). On awakening my head hurt and continued for months. Three months after operation, I developed double vision for 2.5 weeks. A few months later, I was diagnosed with a dural sinus fistula. I was admitted to the hospital for a hysterectomy (B)(6) 2008 due to uterine cancer. Davinci robotic surgery was performed with me in a trendelenburg position for 4 hours. Results showed I needed no further treatment for the cancer. On awaking from the operation, my head hurt and continued to hurt for months (dizzy, nausea, headache, tired etc). I had no history of headaches previously. On (B)(6) 2008 I developed double vision which lasted 2.5 weeks. Diagnosis was 6th nerve palsy and head hurting persisted. On (B)(6) 2009 I was operated on for a carotid cavernous sinus fistula (brain surgery) and 10 coils were placed in the base of my brain in a 5 hour operation. It is (B)(6) 2013 - headaches are gone, finally.